Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced seroma, recurrent ventral hernia repair, chronic pain, tearing, scarring, omental adhesions. Treatment provided for these conditions include revision and laparoscopic enterolysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, seroma, recurrent ventral hernia, chronic pain, tearing, scarring, omental adhesions, mental pain, disability, impairment, and loss of enjoyment of life. Treatment provided for these conditions include revision, recurrent ventral hernia repair, and laparoscopic enterolysis.